Event description:
It was reported that during a drug eluting stenting treatment procedure, a shaft break occurred. The lesion was located in the left main. Upon attempting to withdraw the taxus liberte 16mm x 4.0mm drug eluting stent system, the shaft broke but was contained within the guide catheter. The physician removed the stent delivery system and guide catheter together without incident. No patient injuries or complications were reported as a result of the event. The patient's status was reported as stable.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A labeling review identified that the device was not used per the taxus liberte directions for use (dfu). The operation took place in the left main (lm) coronary artery and this is contraindicated in the dfu. A batch review could not be performed as the batch is unknown. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure and the performance was limited. Product unavailable for analysis